Manufacturer narrative:
(B)(4). Device evaluated by MFR: device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent migration occurred. The target lesion was located in the subclavian vein. A 10x80x120mm epic¿ vascular stent was implanted to treat the lesion. However, the following day, the stent floated up into the right atrial junction of the heart. The patient would have to go for an open heart surgery to have the stent removed.